Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing could not be performed because the dried blood prevented the device from functioning correctly. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate due to the dried blood.

Event description:
It was reported that failure to evacuate occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a lower limb atherectomy procedure. During usage, device could not suction and failed to evacuate after a few minutes. The case was completed a different device of the same model. There were no patient complications as a result of this event.

Event description:
It was reported that failure to evacuate occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a lower limb atherectomy procedure. During usage, device could not suction and failed to evacuate after a few minutes. The case was completed a different device of the same model. There were no patient complications as a result of this event.